Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that while in use, the cardiosave intra-aortic balloon pump (iabp) had an over temp alarm. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer evaluated customer complained of an over-temp alarm in unit. I inspected the unit but could not duplicate the issue. After looking at the error logs, I noticed that there were multiple compressor motor speed adjustments logged in a short span of time. This indicates that the scroll compressor is having to adjust to control pressures and vacuums. I disassembled the unit in order to look at the scroll compressor and saw that there was alot of black build up in the vacuum/pressure ports and lines. I replaced the scroll compressor and associated muffers/filters. I then completed calibrations and performance and safety tests with no issues. The unit was approved for clinical use and returned to the user. The failure analysis and testing dept. Received with a reported unit failure of overtemp and shutdown. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Unit failed to boot up. Fat confirmed the part was faulty. Retaining the part in the failure analysis and testing department .the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an over temp alarm.